Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient became unconscious while she was sleeping, her husband arrived from work and found the patient unresponsive. The patient´s husband called the ambulance and the paramedics tested her blood sugar, the reading was 17 mg/dl and the cgm reading was high. The patient was treated with unspecified IV medication in the ambulance and taken to the hospital. After 4 days of hospitalization the patient was discharged and recovered, her blood glucose values were stable again. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.